Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not connect to a vial. The reporter stated that the nurse tried to insert the set into a vial of cetuximab, and ¿the rubber part popped into the vial.¿ the vial was placed on a flat, smooth surface and gentle pressure was applied in a downward motion with the spike set until the vial was spiked. There was no patient involvement. No additional information is available.